Event description:
Complainant alleged that the device would not power on. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation after the customer attempted to repair the device. After the device was properly reassembled by a zoll medical technician, the reported malfunction was observed and attributed to a faulty resistor and integrated circuit on the ac charger.